Event description:
Patient reported obtaining a blood glucose result of 331 mg/dl on the advantage system. Patient stated that blood glucose was immediately retested on a physician's device with a result of 98 mg/dl. No patient injury was reported and no treatment was received. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.